Manufacturer narrative:
(B)(4). The reported product is an unknown baxter mini cap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis therapy. The cause of the event was unknown and the patient was hospitalized. The patient was treated with vancomycin and levoquin for the event (route, dosage, and frequency not reported). At the time of this report, it was unknown if the patient was recovering from the suspected peritonitis. Action taken with therapy was not reported. No additional information is available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). Date of the event was (B)(6) 2014. The patient was discharged from the hospital three days after event onset. On an unknown date, the patient completed treatment and recovered from the initial peritonitis event. On an unknown date, the patient was readmitted to the hospital for recurrent peritonitis. The stated cause for the fungal peritonitis was due to the patient had been on antibiotics for so long that the patient developed fungal peritonitis secondary to the antibiotic treatment for the initial peritonitis event. The patient was treated with unspecified antibiotics (dose, route, duration, and frequency not reported) for peritonitis. On an unknown date, the patient was discharged from the hospital. The patient¿s catheter was removed thirty days after the initial event onset, due to the fungal peritonitis. Thirty-four days after the event, the patient was started on hemodialysis and at the time of this report is ongoing. The recovery status of the recurrent peritonitis is unknown. Should additional relevant information become available, a supplemental report will be submitted.